Event description:
It was reported that the foam sponge of a minicap was out of the cap. The issue was found before use. There was no patient involvement. No additional information is available. This is report 5 of 15.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.